Event description:
It was reported that balloon rupture occurred. The target lesions were located in the internal carotid artery and common carotid artery. After placing a guide catheter, a filterwire ez was induced as enddiastolic pressure (edp) followed by pre-dilatation. After deploying a carotid wallstent, post-dilatation was performed using a 4.0mmx20mmx135cm (4f) sterling balloon catheter. However, during inflation, the balloon failed to inflate. After removal, it was noted that the balloon had a pinhole and could not be inflated. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesions were located in the internal carotid artery and common carotid artery. After placing a guide catheter, a filterwire ez was induced as enddiastolic pressure (edp) followed by pre-dilatation. After deploying a carotid wallstent, post-dilatation was performed using a 4.0mmx20mmx135cm (4f) sterling balloon catheter. However, during inflation, the balloon failed to inflate. After removal, it was noted that the balloon had a pinhole and could not be inflated. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.